Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced urinary leakage, vaginal discharge and odor, vaginal pain, exposed vaginal mesh, vaginitis, infection, urinary tract infection, altered urinalysis, vaginal bleeding, pelvic pain and revision of mesh under general anesthesia.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, on or about (B)(6) 2022, the patient was implanted with coloplast altis single incision sling. As reported to coloplast, though not verified, the patient with this device experienced pelvic pain, vaginal pain, abdominal pain, dyspareunia, mesh exposure, difficulty with daily activities, erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, urinary dysfunction, blood loss, neuropathic and other acute and chronic nerve damage and pain, emotional pain, pudendal nerve damage and chronic pelvic pain. Required surgical intervention and removal of the mesh. Allegedly the patient has been forced to undergo extensive medical treatment including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of pelvis, spine, and the vagina, and operations to remove portions of the female genitalia. As reported to coloplast, though not verified, after removal of this device the patient continues to experience multiple, severe, and painful personal injuries, including bleeding, pelvic floor disfunction, vaginal pain, abdominal pain, abnormal vaginal discharge, dyspareunia, urinary urgency problems, scarring, and difficulty with daily activities.